Event description:
It was reported that the customer's insulin pump has physical damage. The lcd screen is damaged nad the customer is not able to read the screen. The customer's blood glucose was unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and cracked and bleeding display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.